Event description:
It was reported that a patient underwent an atrial fibrillation ablation procedure with a thermocool® smart touch® sf uni-directional navigation catheter and the patient experienced pericardial effusion that required pericardiocentesis and prolonged hospitalization. Post-procedure, after the patient left the room to go recover in post anesthesia care unit (pacu), it was found that the patient had a "small" pericardial effusion. The patient was brought back to the lab and a pericardiocentesis was performed. Approximately 450 ml was removed. No surgery was required. Patient was reported to be stable. The physician is not sure what happened. There was some high force noted on some la roof ablations, with a significant impedance spike of 30 ohms on one of the lesions. The physician's opinion on the cause of this adverse event is that it was procedure related. Transseptal puncture was performed with a heartspan needle. No steam pop was reported. No error messages observed on biosense webster equipment during the procedure. The patient fully recovered but required extended hospitalization.

Manufacturer narrative:
Device investigation details: information received indicates that the device is not available for return, therefore no product investigation can be performed, and the customer complaint cannot be confirmed. A manufacturing record evaluation (mre) cannot be conducted because no lot number was provided by the customer. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster inc., or its employees that the report constitutes an admission that the product, biosense webster inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's ref. # (B)(4).